Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to continue filling tubing until the total amount filled equals 30 units and advised disconnecting tubing at the t:lock for filling. Caller was guided to load a new cartridge, but as they were not near supplies, they opted not to use the pump that night and planned to load a new cartridge upon returning home.